Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock due to noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information notes that on 18 jan 2023, the right ventricular (rv) lead was capped and replaced. Patient was in stable condition.